Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e334 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, tubing leak and alarm #25: prime 1. No trends were detected for these complaint categories. The kit and smartcard were returned for analysis. A review of the smartcard data indicated that an alarm #25: prime 1 alarm occurred during prime. Prime was completed and blood collection was started. The treatment was aborted after 30ml of whole blood processed. The collect pump tubing segment was pressure tested in order to check for leaks, and the leak was confirmed in the collect pump tubing segment. A visual examination of the collect pump tubing segment found a scuff on the tubing around the site of the leak. The cause for the leak was the scuff on the collect pump tubing segment, however the cause for the scuff is unknown. (B)(4).

Event description:
The customer called to report a fluid leak at the collect pump tubing segment. The customer stated that at the start of the procedure, just before the patient's blood reached the centrifuge bowl, a priming fluid leak was noticed at the collect pump tubing segment. The customer reported that the procedure was aborted with no blood/products returned to the patient. The customer stated that the patient was fine and in stable condition. The customer reported that there were no alarms. The customer stated that they loaded a new kit to prime. The kit was returned for investigation.